Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated a 12.1mm vticmo12.1 implantable collamer lens, was clipped with the injector. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).